Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported condition of an operating room fire or pt injury.

Event description:
The customer reported that during a thoracotomy, "sparkings" were noted during the device use. The staff changed from a uu electrode to a "multiple" use electrode and decreased the power. When the device was used a 2nd time, the operation field was on fire. Physiological serum was used. The pt received a burn of the right parenchyma lung.